Event description:
It was reported that during a da vinci s prostatectomy procedure, there was no text, icons or images displayed on the right side monitor of the surgeon's console. The patient was under anesthesia and the port incisions had been made when the surgeon decided to abort the planned surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by the isi field service engineer concluded that the vision issue experienced by the customer was associated with the high resolution stereo viewer (hrsv). The hrsv is located on the surgeon console and provides the video image for the surgeon console operator. The system was repaired by replacing the affected hrsv. The hrsv was returned to isi for evaluation. Engineering discovered that the right side monitor of the hrsv had malfunctioned, thus causing the reported vision issue. As of (B)(4) 2010, there have been no reported recurrences of the issue at this hospital.